Event description:
The customer reported that the intermittently the system was not booting or booting with a system error 253.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reseated all workstation pcb's and reloaded software. The system is operational at this time.